Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. As the device was not returned for evaluation, the root cause for the degeneration and stenosis cannot be conclusively determined. However, it is possible that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
Through follow up with the healthcare provider, the reason for the valve in valve procedure was due to mitral stenosis from prosthetic valve deterioration. Post procedure, the implanted transcatheter valve was noted to be well-seated and tee showed no mitral regurgitation or perivalvular leak. The patient tolerated the procedure well.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for analysis and the root cause for the stenosis remains indeterminable; however, patient related factors and progression of the patient¿s underlying valvular disease may have contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 25mm pericardial mitral valve was disabled via a valve in valve procedure after an implant duration of six (6) years, two (2) months, and twenty-eight (28) days due to stenosis. Through follow up with the health care provider, it was learned a 26mm transcatheter valve was successfully implanted and the echocardiographic results showed trace mitral regurgitation. The patient status is reported as in stable condition.